Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited inappropriate anti tachycardia pacing (atp) due to inappropriate interpretation of supraventricular tachycardia as ventricular tachycardia. No resolution was performed. The patient condition was stable.